Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error, and a new sensor session was unable to be started. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.